Event description:
It was reported that the vectra dts drill/tap screw guide with post ((B)(4)) broke off while inserting the last screw. The post was retrieved, and there was no negative effect to the pt. The surgery time was not extended.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Mfg evaluation revealed the sample was rec'd with the positioning pin of the guide missing. Visual inspection noted the pin fell out as reported. It may be assumed that too much lateral stress was applied onto the guide and the weld between the pin and the hold broke. However, the pin was not returned for evaluation, therefore the cause for the reported event is undetermined. The complaint is deemed indeterminate from a mfg standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.